Manufacturer narrative:
It was reported that a patient underwent atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium where hemostatic valve dysfunction occurred. After the carto vizigo¿ 8.5f bi-directional guiding sheath - medium was put into the body, physician prepared to insert the smart touch (st) catheter, but they found that about 10 drops of blood dripped from the entrance of the st catheter. The physician didn't insert the st, and withdrew the carto vizigo¿ 8.5f bi-directional guiding sheath - medium out of the body immediately. The carto vizigo¿ 8.5f bi-directional guiding sheath - medium was exchanged for a new one to complete the procedure without any problem. There was no impact to patient. On 8/14/2020, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. Device evaluation details: the device evaluation has been completed. The device was visually inspected, and the hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve and errhysis since stress marks and physical damage on the outer diameter were observed under microscope which suggest that excessive force was applied. The finding of the hemostatic valve was reviewed and determined that it continues to be considered an MDR reportable malfunction and consistent with the customer¿s reported event. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath. - always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. - do not insert a dilator at an angle, as damage to the sheath valve may occur. A device history record evaluation was performed for the finished device 1250 number, and no internal actions related to the complaint was found during the review. The issue reported by the customer was confirmed. And it appears to be related to the incorrect introduction of the vessel dilator. The odp (optimal device performance guide) provide additional instructions on how to insert the dilator into the sheath. In addition, there is evidence that the device was manufactured in accordance with documented specification and procedures. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
A manufacturing record evaluation was performed for the finished device 00001250 number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium where hemostatic valve dysfunction occurred. After the carto vizigo¿ 8.5f bi-directional guiding sheath - medium was put into the body, physician prepared to insert the smart touch (st) catheter, but they found that about 10 drops of blood dripped from the entrance of the st catheter. The physician didn't insert the st, and withdrew the carto vizigo¿ 8.5f bi-directional guiding sheath - medium out of the body immediately. The carto vizigo¿ 8.5f bi-directional guiding sheath - medium was exchanged for a new one to complete the procedure without any problem. There was no impact to patient. Physician doesn't think it's an adverse event. But they think the carto vizigo¿ 8.5f bi-directional guiding sheath - medium had a problem, because the second one performed well. No intervention was required to stop the bleeding. No extended hospitalization was required.